Event description:
Patient right side rail from table extension fell off. Ten screws had come loose over time. Maintenance person had screws handy to put on and get the rail back on and operable. Patient case was finished. No reported injury.